Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: case was post op. Therefore, ¿another device was not used to complete the case.¿ . Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the post-op leak is associated with an alleged deficiency with the device or were there other patient factors that may have caused or contributed to the leak? Were there any clip formation issues intra-operatively? What was the number of clips placed on the patient side? What was the number of clips placed on specimen side? During treatment and reop, were clips still in place? If so, please describe the shape? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, bile leaked in the post operation. The device was used on the bile duct and the cut end was ligated by an endoloop. Medical imaging was taken and the leakage from the intestinal fluids was confirmed on where the device was fired. The device had no problem during use. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/30/2022. Additional information received: qty to be returned = 0. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 9/7/2022. Additional information was requested, and the following was obtained: does the surgeon believe that the post-op leak is associated with an alleged deficiency with the device or were there other patient factors that may have caused or contributed to the leak? => no further information will be available. Were there any clip formation issues intra-operatively?no further information will be available. What was the number of clips placed on the patient side? Further information will be available. What was the number of clips placed on specimen side? No further information will be available. During treatment and reop, were clips still in place? If so, please describe the shape? No further information will be available. No further information will be provided. What was the product code of the endoloop? It was er320. No further information will be available. Was there an alleged deficiency of the endoloop? If yes, what is the alleged deficiency? No further information will be available.